Event description:
It was initially reported by the company representative: "for clean, team has tilt the mattress and the stretcher. Lock mechanism has been forced. Team which has used the product has forgotten to lock the stretcher. When patient has been put on the mattress, stretcher has tilted and patient is fall down, but two nurse have catch him. No consequence." Ref MFR # 9611530-2013-00158.